Manufacturer narrative:
Event problem and evaluation codes: result code(s): (operational problem) : the complaint record review found there were no similar events around the serial/lot. Also four serials are not same lot so this is not lot dependent incident. The returned product was evaluated and found the iol was folded correctly but remained inside the nozzle. Volume of used viscoelastic material appeared to be enough. A dimensional check was performed and no irregularity was found on injector and iol, all met criteria. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai aq310ai, 24.0 diopter, preloaded injector on (B)(6) 2016 and the lens became stuck in the injector prior to insertion. The lens was not implanted and there was no patient injury.